Event description:
It was reported that the pressure gauge was damaged an encore 26 was selected for use. During the procedure, it was noted the encore was not working well. It was tried to inflate several times but the pressure gauge was not working completely. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was done which revealed that the gauge needle was not at 0 atm when received, the needle was pointing to the lower section of the gauge. No visual defects were encountered in the device. Functional test of the complaint device was carried out using a bsc stopcock; the purpose of this procedure is to ensure that the unit meets the required specification. The device was pressurized, however, the gauge's needle was not reading, it remained in the same position where it was located during the visual inspection; despite this condition, the device was able to hold the pressure, no leaks were noted during the test. Next, the pressure was completely released and the deflation was normal.

Event description:
It was reported that the pressure gauge was damaged. An encore 26 was selected for use. During the procedure, it was noted the encore was not working well. It was tried to inflate several times but the pressure gauge was not working completely. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.